Event description:
It was further reported via user facility medwatch report# 4100120000-2010-8034 that the lesion was 100% stenotic. The perforation occurred in the proximal circumflex artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-02260. It was reported that during a rotablation atherectomy procedure a wire fracture and vessel perforation occurred. The 99% stenotic, short subtotal occlusion; 5-6mm lesion was mildly angulated at 45-50% in the severely calcified and non tortuous protected left main (lm) artery to circumflex (cx) artery. Access was obtained through the right femoral artery. The physician dilated the lesion with a 1.5x12mm non-bsc balloon and a 1.5x20mm and 1.5x15mm maverick2 balloons. Multiple inflations were completed at 10 to 14atms for four to ten seconds. The physician then completed two ablation passes at 150-160,000 rpms for 20 to 30 seconds on each pass. The physician was unable to cross on the third pass so the rpms were increased to 165,000. During the next pass the wire fractured in the lesion with free perforation of the burr out of side of vessel. Tamponade occurred requiring pericardiocentesis. CPR with cardioversion and intubation were performed. A non bsc stent graft was placed across perforation to successfully seal after multiple prolonged balloon inflations. The distal 3cm radioopaque tip and distal 10cm of non-radioopaque wire were retained in the vessel at the fracture site and trapped against the side wall by a non-bsc stent and two additional bare metal stents. Patient status is reported as "ok." Patient was released from the hospital the first week of may. Medications used in procedure: versed, heparin, fentanyl, visipaque, lopressor (metoprolol), ativan.